Manufacturer narrative:
This report is being filed to provide additional information. Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. According to therapeutic apheresis: a physician's handbook, adverse events occur during therapeutic procedures with a frequency of 4.8%. Transient hypocalcemia associated with apheresis is usually well tolerated. Symptoms often show as parasethesia (tingling) but patients may also experience unusual taste, nausea, lightheadedness, shivering, and tremors. Severe hypocalcemia may also cause muscle contractions and can progress to tetany and seizures if hypocalcemia escalates and is not corrected. The clinical trial data indicated that the adverse event was unrelated to the device, possibly related to the apheresis procedure, possibly related to the underlying disease, and unrelated to the treatment for the underlying patient disease state. Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
This report is being filed to provide additional information. Root cause: a definitive root cause for the patient's reaction could not be determined. Possible causes for the alleged citrate reaction include but are not limited to: 1) ac management during the procedure, 2) patient disease state, 3) and/or patient sensitivity to anticoagulant.

Manufacturer narrative:
Investigation: the run data file (rdf) was analyzed for this event. Signals in the rdf confirmed that the spectra optia device operated as intended and no system or device malfunction was identified that may have contributed to the reported event. Investigation is in process. A follow-up report will be provided.

Event description:
Due to (B)(4) personal data protection laws, the patient's age and outcome are not available from the customer. Patient's gender and weight were obtained from the run data file (rdf).

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported a patient was undergoing a white blood cell depletion (wbcd) procedure. Approximately 2 hours post procedure, the patient experienced thrombocytopenia. Per physician's order, a platelet transfusion was given to the patient. Patient information and outcome are not known at this time. Patient outcome is not available at this time. The wbcd set is not available for return because it was discarded by the customer.

Event description:
The customer reported a patient was undergoing a white blood cell depletion (wbcd)procedure. Approximately 2 hours post procedure, the patient experienced thrombocytopenia and hypocalcemia. Per physician's order, calcium and a platelet transfusion were given to the patient.